Event description:
The device was used during a lar procedure. Reportedly, the staple line was incomplete. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device not available for evaluation.